Event description:
It was reported while testing with bd vacutainer® serum tubes there was an issue with the separation process. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: material no. 367820 batch no. 0317983, 2005023. It was reported that tubes are experiencing separation barrier issues after centrifugation. Call activity comment: customer problem: customer reports that there is material floating on the rbc after centrifugation for cat 367820 lots 0317983 and 2005023. Steps taken with customer/troubleshooting: per customer, issue not happening with every sample collected. Customer states issue occurs mostly with lot 0317983. Customer reports that there is material floating on the rbc after centrifugation for cat 367820 lots 0317983 and 2005023.

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2005023. Medical device expiration date: 31dec2023. Device manufacture date: 05jan2022.

Manufacturer narrative:
H.6. Investigation summary catalog number: 367820. Batch number: 0317983, 2005023. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Three customer photos were received for review and analysis. The photos verify the reported issues of poor serum/plasma; therefore, bd is able to confirm the customers reported defect. Based on the review of the photo and investigation results, this complaint is confirmed. Clinical testing is required for this defect, not available at the plant level. Clinical testing is required for this defect, not available at the plant level. Upon request, retains can be forwarded for clinical testing at flks labs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. Clinical investigation: conclusion: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor serum, (fibrin strand(s)/fibrin mass) because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is not confirmed with respect to poor serum (fibrin strand(s)/fibrin mass. We will continue to monitor for additional complaints and emerging trends. Complaint investigation: unconfirmed.

Event description:
It was reported while testing with bd vacutainer® serum tubes there was an issue with the separation process. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: material no. 367820 batch no. 0317983, 2005023. It was reported that tubes are experiencing separation barrier issues after centrifugation. Call activity comment: customer problem: customer reports that there is material floating on the rbc after centrifugation for cat 367820 lots 0317983 and 2005023. Steps taken with customer/troubleshooting: per customer, issue not happening with every sample collected. Customer states issue occurs mostly with lot 0317983. Customer reports that there is material floating on the rbc after centrifugation for cat 367820 lots 0317983 and 2005023.